Manufacturer narrative:
Device passed the displacement test but a33 alarm during prime the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Device received with cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level alarm and insulin was squirting out during the manual prime process. Customer stated that the drive support cap was normal. The customer stated that the insulin pump had small crack on the base while insulin pump was on fill tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.